Event description:
It was reported by the sales representative that the patient experienced tightness and pain in her back. Patient asked if this can be attributed to the device. The sales representative stated the frequency only affects the bone and not the muscle tissue. The patient is going to pause treatment for 2 days and assess how she feels. No further consequences are reported. There was no product returned for further evaluation.

Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as february of 2025. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Manufacturer narrative:
Section b3: as the day of the event is unknown, the event date is estimated as february of 2025. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trends.

Event description:
It was reported by the sales representative that the patient experienced tightness and pain in her back. Patient asked if this can be attributed to the device. The sales representative stated the frequency only affects the bone and not the muscle tissue. The patient is going to pause treatment for 2 days and assess how she feels. No further consequences are reported. There was no product returned for further evaluation.